Event description:
Patient was hospitalized for elevated blood glucose levels while travelling

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications. The patient was travelling and did not take adequate diabetes supplies with her. The patient reported that the pump emitted a low battery warning, but she did not have a replacement battery in her possession and could not obtain one. Additionally, the patient did not have an alternate means of administering insulin and therefore was without medication until syringes could be obtained. The pump user's guide instructs that an emergency kit containing these types of supplies be prepared and kept with the user at all times, including when travelling.